Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there was suspected pacing failure or oversensing. The device and leads were checked and no problem found. Holter monitoring was performed, with no pacing failure noted. It was then suspected that the previously reported pacing failure might have been caused by insufficient output in relation to the threshold, as a result of daily variation triggered by the adjustment of the vcm (ventricular capture management) lower limit. The device and rv (right ventricular) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5554-53 lead implanted: 2000-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.